Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form and erroneous results. The abnormal additive event occurred 5 time. The erroneous results event occurred 1 time. The following information was provided by the initial reporter. The customer stated: "viscosity error reported in 5 samples in a week. 1. In one sample, viscosity was more than 12. This particular sample reported cholesterol as 60mg/dl; and upon repeating the sample, the reading was 160mg/dl (expected). 2. Another sample reported viscosity at 1.4, but no error in cholesterol reading. 3. Remaining 3 samples reported viscosity more than 12; due to which samples were rejected. As per ocd guidelines, only permissible viscosity level is 12.

Manufacturer narrative:
The following fields were updated due to additional information: d.9 device available for eval? Yes. D.9 returned to manufacturer on - 08/03/2022. H.6. Investigation summary: bd received 5 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to poor serum and erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (poor serum/erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor serum and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor serum and erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form and erroneous results. The abnormal additive event occurred 5 time. The erroneous results event occurred 1 time. The following information was provided by the initial reporter. The customer stated: "viscosity error reported in 5 samples in a week. 1. In one sample, viscosity was more than 12. This particular sample reported cholesterol as 60mg/dl; and upon repeating the sample, the reading was 160mg/dl (expected). 2. Another sample reported viscosity at 1.4, but no error in cholesterol reading. 3. Remaining 3 samples reported viscosity more than 12; due to which samples were rejected. As per ocd guidelines, only permissible viscosity level is 12.